Manufacturer narrative:
Device used for treatment, not diagnosis. Patient age, dob & weight not provided for reporting. This report is for unknown screw 3.5 cortical screw/unknown lot number. Not explanted. Device is not expected to be returned for manufacturer review/investigation. Concomitant device reported: stryker 2 mm k-wires. (B)(4). Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient was involved in a motor vehicle accident on (B)(6) 2015. Patient complained of significant right foot pain. X-rays in the emergency room (ER) revealed a lisfranc dislocation in the right foot. A closed reduction was performed in the emergency room and after overnight evaluation, surgeon determined surgical fixation was necessary. On (B)(6) 2015, an open reduction and internal fixation of the 1st, 2nd and 3rd tarsometatarsal joint and the medical, intermediate, and lateral cuneiform joint dislocations. A percutaneous fixation of the 4th and 5th tarsometatarsal joints was also performed. As part of the reduction and fixation, the surgeon implanted synthes 3.5 mm cortical screws and stryker 2 mm k-wires to aid in stabilizing the dislocation. On (B)(6) 2016 the patient returned to see the surgeon complaining of occasional swelling in the right foot. X-rays were taken during the appointment and revealed a broken section of the most proximal transverse screw from the medial cuneiform to the inner cuneiform. A shoe insert was prescribed. On (B)(6) 2016 the patient returned to the surgeon because of regularly occurring foot pain. X-rays in the office revealed another broken screw of the second tarsometatarsal (tmt). The testing also showed increased haloing around the patient¿s first broken screw. The surgeon relayed that another surgery will be required in the future for removal of hardware and a possible fusion. Concomitant device reported: stryker 2 mm k-wires. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
This report is for two (2) unknown screws. Part and lot number unknown. Without a valid part and lot number, the UDI is not available. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient had pins removed on (B)(6) 2015. This report is for two (2) unknown screws.

Manufacturer narrative:
Received following part number. It is unknown which two screw broke. A 3.5mm cortex screw (part# 204.840, lot# unknown, quantity 1); additional device cede: jds, 510(k) k112583; 3.5mm cortex screw (part# 204.842, lot# unknown, quantity 2) additional device cede: jds, hrs. 510(k) k131186; 3.5mm cortex screw (part# 204.844, lot# unknown, quantity 2) additional device cede: jds, hrs. 510(k) k131186; 3.5mm cortex screw (part# 204.848, lot# unknown, quantity 1) additional device cede: jda, hrs. 510(k) k131186. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient height reported as 195cm. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient visited emergency room on (B)(6) 2015 for post-op complication with nerve block. The patient has two guide wires inserted medially and laterally on right thigh blocking lower leg where metal plate was surgically placed. The medial wire backed out slightly and some medication is leaking out from dressing. Patient treated and discharge to home. On (B)(6) 2016 ER visit for complaints of right foot pain that has progressively worsened over the past 3.5 weeks due to keyboard that fell across his foot right foot. On (B)(6) 2016 right foot x-ray findings: negative for acute fracture, dislocation or radiopaque foreign body. There has been screw fixation of the forefoot. The broken screws at the proximal second metatarsal are unchanged. No new findings seen. On (B)(6) 2016 ER visit for complaint of sharp stabbing pain at suture site. Swelling to right foot over the suture line noted. Patient discharge to home, ambulating without assistance. Prescription for keflex given. Past medical history: right foot gout.

Manufacturer narrative:
Complaint re-opened with new updated information provided from reporter. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: alert date 7/24/2017. Complaint re-opened with new (B)(6) 2017, medical records received: - (B)(6) 2016 hardware removal operative report - broken screws removed from right foot tarsometatarsal joints 1 and 2. One screw was pushed out plantarly and a small incision was made to retrieve this screw. On (B)(6) 16 x-ray findings: three views of right foot showed evidence of hardware removal with screw tracking and no acute fractures. No loss of reduction. Physical exam revealed incision, dry and intact with sutures still present; +1 edema throughtout foot wiht no erythema, wound breakdown or signs or infection.